Event description:
It was reported that alarm 2 followed by alarm 26 occurred, and the customer experienced more than one occlusion event. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Technical support sent out replacement infusion sets and cartridges and closed the case.